Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on radius side assessed as surgical damage. Additional observations: ¿ creases are observed on the device. ¿ yellow particles were observed on the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b6, d9, g2, h3, h6.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a rupture. Device remains implanted. This relates to the right side.